Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection observed that the top case was chipped and cracked. The right plunger case was also cracked. During the multiple flow and flow testing, the reported problem could not be verified. The root cause of the reported issue was found to be the clutch was released during and infusion causing the check clutch error. Replaced clutch half's left and right with leadscrew and spring as a preventative measure. No product information has been provided to date.

Event description:
It was reported that there was a clutch error. No patient injury was reported.